Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was found difficult to be removed from the pacemaker header. The rv lead was removed using another hex wrench compatible to the pacemaker header setscrew while using silicon oil to disconnect the rv lead pin. The pacemaker was successfully explanted and replaced. The rv lead was connected to the new pacemaker and was found to function as intended. Patient was in stable condition.